Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. Boston scientific technical services reviewed the device data and recommended reprogramming. The patient was scheduled for a follow-up to review the programmed settings and the high shock impedance. At the follow up, the high shock impedance was reviewed and no changes were made. The patient will continue to be monitored via routine follow-ups. This rv lead remains in service. No adverse patient effects were reported.